Manufacturer narrative:
The referenced percutaneous lead (driveline) replacement was reported under medwatch MDR report # 2916596-2016-01394. Approximate age of device - 7 years, 7 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. The replaced portion of the driveline was received; evaluation of both the driveline portion and the explanted pump will be completed together upon receipt of the pump. The patient remains ongoing on lvad support with the replacement device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that while the patient was in clinic, during lvad interrogation, pump stoppage, low speed advisory, low flow and driveline fault alarms were confirmed. The patient had received a previous percutaneous lead (driveline) replacement on (B)(6) 2016. A log file reviewed by the manufacturer¿s technical service representative confirmed pump stoppage events. On (B)(6) 2018, the technical service representative replaced the external portion of the percutaneous lead (driveline) where the prior replacement was located and no issues were reported. The patient was placed on a grounded patient cable after the repair and the pump stopped within 10 seconds of connecting the white power lead. The patient was placed back on battery power/ no ground cable and will be monitored overnight on the no ground cable as a plan for the patient will be discussed. The patient received a pump exchange on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed based on the evaluation of the heartmate lvas ii. The pump was returned assembled with the driveline cut approximately 2.5¿ from the pump body and a severed portion of driveline, measuring approximately 33.5¿, was also returned. The shielding and bionate were removed from the returned driveline and visual inspection of the underlying wires revealed breaches in the insulation of the orange, yellow, green, and brown wires in-between 31.25 - 32.75" from the metal connector, which corresponds with 3.25 - 4.75" from the pump body. A partially severed black wire was observed approximately 32.75" from the metal connector, which corresponds with 3.25" from the pump body. Continuity testing was performed, and revealed and open circuit on the black wire. The driveline was then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that would have contributed to an electrical short. The conductors of the orange, yellow, green, brown, and black wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. If the damaged inner conductors of the black wire caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which could have resulted in the yellow wrench advisory alarms associated with driveline fault alarms observed in the submitted system controller log file data. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mpu or power module. The disruptions in the wires would have also affected wire phases a, b, and c and would have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. The resulting shorts to ground and phase to phase shorts would have caused the reported pump stop events and associated low speed/flow alarms, as seen in the submitted log file. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: during the evaluation of the returned external portion of driveline, damage to the silicone sleeve was observed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed/low flow alarms and pump stop events were confirmed via the submitted system controller log file. The submitted log file contained data spanning from 15oct2018 at 01:11:16 to 06nov2018 at 11:14:04, per the timestamp. Numerous low speed/flow alarms associated with pump stop events, were captured throughout the log file while system was supported with batteries. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with potentially compromised wires within the patient¿s driveline; however, a specific cause for the low speed/flow alarms and pump stop events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end percutaneous lead repair was performed by a technical services representative on 07nov2018. The approximately 26" segment of percutaneous lead replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The percutaneous lead was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, the pump stopped within 10 seconds of connecting the white power lead. The patient was placed on an ungrounded patient cable and received a pump exchange on (B)(6) 2018. As of (B)(6) 2019, (B)(4) was not returned for evaluation. If the pump is returned the complaint will be reopened and the device will be evaluated. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. Information covering all visual/audio alarms and what action(s) should be performed when they occur is also provided in these documents. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.